Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during use earlier. The technical service representative (tsr) explained the alarm to the home patient (hp) and advised to call baxter when having the alarm so baxter could troubleshoot. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). During a follow-up with the patient, she stated that she remembered she had disconnected to go to the washroom and had forgotten to cap the line to the cassette. This complaint for a system error 2240 (air in set) was confirmed, and the cause was determined to be patient disconnecting from set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.